Event description:
A report was received that the patient underwent a pocket revision as the ipg was too deep causing charging difficulty. The ipg was relocated and the patient was reportedly doing well following the procedure.